Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. It was reported that display would not turn off after exposure to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: during investigation, the display turned off according to the display timeout setting. The display was found to be faded, discolored and difficult to read. The faded display was replaced with a test display and was fully functional with no visible signs of fading or discoloration. The complaint of the display not turning off was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.